Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and high ketone levels; cause was not known. A manual insulin injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Additionally, it was reported that the customer was not receiving insulin deliveries. Tandem technical support reviewed pump data and verified the pump functioned as intended.